Event description:
The patient only felt stimulation sensation when she pressed on the lead. There was no known incident or accident related to the complaint. Approximately 4 months later, the lead was revised. All impedances were within normal limits at the revision surgery. The patient was seen in clinic approximately 1 week later. Palpation of the lead site produced intermittent stimulation (please see MFR report # 3004209178200807946). There was no other indication of a loss of system integrity. The group impedance was 470 ohms. The implantable neurostimulator battery was near end of service, 'a bit early'. Other device troubleshooting included x-rays and reprogramming, which were inconclusive (dates not reported). The hcp moved the lead location and replaced the extension and battery. The patient experienced normal stimulation afterward.